Manufacturer narrative:
Qn#(B)(4). The reported complaint of "leak - device leak - tube" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-10316 et tube, hvt 8.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. Functional inspection of the returned sample revealed a hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed, and no relevant findings were identified. Additionally, the IFU for this product states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "ett leak". The leak was not detected during the intubation, but after. The patient was re-intubated. There was no reported patient harm or consequence.

Event description:
It was reported that: "ett leak". The leak was not detected during the intubation, but after. The patient was re-intubated. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).